Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor error for over 3 hours after which they experienced a hypoglycemic event. The day of the event the patient experienced symptoms of hypoglycemia, but no specific symptoms were reported. The cgm device showed a sensor error wait up to 3 hours message at that moment, and an ambulance was called. When the paramedics arrived, the patient received intravenous treatment with glucose. No further treatment was reported to be needed, and it was not reported that the patient needed to be brought to the hospital. At the time of the report the patient was stable. Data investigation could not confirm brief sensor issue occurred. However sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated. Data was further reviewed. Data was re-investigated. The allegation and probable cause could not be determined for 05/10/2025. No additional patient or event information is available.